Event description:
It was reported that patient underwent a hip replacement on an unknown date. Possible revision required due to pain and tubercles found during follow up visit. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned as item is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.